Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a hole in the device was noted. A 2.25x12mm taxus atom drug eluting stent was advanced to the lesion. The physician lost wire access and one non bsc wire was exchanged for another. When the lesion was rewired, the wire caused a subintimal dissection and the patient¿s blood pressure dropped which was medically managed. The physician then pulled negative on the 2.25x12mm taxus atom drug eluting stent prior to deploying the stent and blood came back into the syringe. The device was removed from the patient and when it was inflated outside the body, contrast could be seen coming out of a 1 cm tear near the port weld on the shaft of the device. The procedure was completed with another taxus atom stent. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis can verify the reported event for shaft damage and found that the distal outer shaft had a 1cm tear starting from the port weld at 118cm distally from the strain relief. The returned catheter was visually and tactilely examined along the entire length of the shaft and no other damage was seen other than the tear in the distal outer. The distal end of the sds was inspected under magnification and found the tip and the stent were intact with no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (6).(B) (4). (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a hole in the device was noted. A 2.25x12mm taxus atom drug eluting stent was advanced to the lesion. The physician lost wire access and one non bsc wire was exchanged for another. When the lesion was rewired, the wire caused a subintimal dissection and the patient¿s blood pressure dropped which was medically managed. The physician then pulled negative on the 2.25x12mm taxus atom drug eluting stent prior to deploying the stent and blood came back into the syringe. The device was removed from the patient and when it was inflated outside the body, contrast could be seen coming out of a 1 cm tear near the port weld on the shaft of the device. The procedure was completed with another taxus atom stent. No further patient injuries or complications occurred. Patient status is satisfactory.